Manufacturer narrative:
Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The events of "swelling, pain, heat, and cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a pt with unspecified juvederm ultra in the "lateral forehead just above the temple." The next day, the pt developed swelling and was treated with hylase. The next morning the pt's swelling became worse and extended to the "pre auricular area and the eye on their left side." Pt is fine on the right side. Pt was reviewed that evening and swelling felt "heavy and painful to touch." Pt was prescribed flucloxacillin and prednisone. The pt was reviewed by another healthcare professional the next day that noted the symptoms were likely due to an "acute infection/immune response" and pt stopped taking prednisone. Four days later, the pt was reviewed by a third healthcare professional who noted that there was no progress of they symptoms and had continued "swelling and tenderness and heat left brow." Pt was switched to "doxy" and ciprofloxacin. The pt was reviewed again the next day by the 3rd healthcare professional and there was minimal progress. The 3rd healthcare professional wants to "exclude hematoma vs cellulitis/infection. Deep haematoma could present with heat etc." The 3rd healthcare professional ordered an ultrasound and showed a "substance" that is presumed to be the filler with fluid around it. It was noted to be more of an infection than haematoma." Pt was given flucloxacillin again and add'l hylase in the swollen area. Symptoms are still ongoing.